Event description:
The filter has abnormal morphology and cannot intercept blood clots when implanted in the body. It should be removed immediately upon detection during surgery

Manufacturer narrative:
The sample is indicated as available for return. As of the date of this report, the sample has not been returned. A follow-up report will be provided once the device has been received and reviewed.

Manufacturer narrative:
UDI related data quality updates only.

Event description:
The filter has abnormal morphology and cannot intercept blood clots when implanted in the body. It should be removed immediately upon detection during surgery.

Manufacturer narrative:
A review of the manufacturing and inspection records for this lot was conducted, and no deviations or non-conformances were recorded. Quality engineer and complaint analyst reviewed the sample returned from the customer. The customer returned only the filter from the cartridge. Visual inspection did not identify any damage, and the filter opened normally without any issue. Quality engineer, vp of global medical affairs, and the complaint analyst reviewed the video and image provided by the customer. According to the vp of global affairs, "in reviewing the imaging of the inferior vena cava filter, it is demonstrated that two of the filter legs appear splayed and bent upwards. This deformation could potentially be attributed to the interaction of the filter leg with the ostium of an accessory draining vein. Several veins that drain into the ivc near or below the renal veins include the lumbar veins and gonadal (ovarian/testicular) veins. It's also plausible that the bent leg could be engaging with an ostium of a vertebral vein. However, I have to note that with a single projection image, definitive conclusions regarding the precise anatomical location of the bent filter leg cannot be drawn. Specifically, it is challenging to determine whether the deformation is occurring within the ivc proper or if it extends into an accessory vein. Further imaging, possibly in multiple projections or using different modalities, would be required for a more accurate assessment of the filter's positioning and interaction with adjacent venous structures. Also, we would need to see a static image prior to snaring the filter; I¿m not sure if that was what the first video shows with the wire going near or through the cone of the filter. If it tilted on placement, then there is a chance the leg deployed in an accessory vein or slipped into a vein over time. It is not possible to conclude with the two runs provided. All that can be stated is that it¿s a single projection demonstrating a filter that may be tilted off central access with two legs inverted upwards. Could not conclude things like perforation. If the filter tilted on placement or during retrieval without the post-placement image, if that is the post placement, then the leg mid-deployed into the draining vein ostium is most likely." Most likely, this issue was related to an event within the user environment, so we cannot do further evaluation this time. No corrective action is required at this time because a manufacturing defect cannot be confirmed.